Event description:
It was reported that the health care professional (hcp) reported a shock delivered from this device. A review of the device data by technical services (ts) noted that a ventricular episode showed intermittent fast ventricular tachycardia (vt) in the ventricular fibrillation (vf) zone. The arrhythmia initially was detected in the ventricular fibrillation (vf) zone and the device charged but the arrhythmia terminated, and the charge was diverted. The arrhythmia then begins again in the same ventricular episode resulting in changing but the rhythm returns to a sinus rhythm before the end of the charge, but the implantable cardioverter defibrillator (ICD) is not able to divert the change for a second time and thus an inappropriate shock is delivered. Programming options for optimization was discussed to mitigate this behavior in the future. It was noted that the hcp increased the initial detected in the vf zone. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the implant date.

Event description:
It was reported that the health care professional (hcp) reported a shock delivered from this device. A review of the device data by technical services (ts) noted that a ventricular episode showed intermittent fast ventricular tachycardia (vt) in the ventricular fibrillation (vf) zone. The arrhythmia initially was detected in the ventricular fibrillation (vf) zone and the device charged but the arrhythmia terminated, and the charge was diverted. The arrhythmia then begins again in the same ventricular episode resulting in changing but the rhythm returns to a sinus rhythm before the end of the charge, but the implantable cardioverter defibrillator (ICD) is not able to divert the change for a second time and thus an inappropriate shock is delivered. Programming options for optimization was discussed to mitigate this behavior in the future. It was noted that the hcp increased the initial detected in the vf zone. No adverse patient effects were reported. The device remains implanted.